Manufacturer narrative:
The sample was serum that was centrifuged for 10 minutes at 3000g. The sample appearance was clear and was aspirated from the primary collection tube. This instrument had a preventive maintenance performed on the day prior to the event, and was running within the specifications. Service was not dispatched for this event. No definitive root cause for this event has been determined.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to an elevated troponin (accutni) result in the risk stratification range generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory, and was questioned by the physician. Repeat testing on the same and on an alternate instrument produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.